Manufacturer narrative:
D2a: common device name: laparoscope, general & plastic surgery. D2b: product code: gcj. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D10: concomitant medical products: medtronic cardiac resynchronization therapy pacemaker (crt-p). G4: 510(k) number: k923607, k926214. Since the actual device was not returned, the analysis of it could not be performed. No anomaly was found in the manufacturing record and the shipping inspection record. No anomaly was found in the manufacturing record and the shipping inspection record. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the reported information. During the implantation of a medtronic cardiac resynchronization therapy pacemaker (crt-p), a radifocus glidewire was used, and vein perforation occurred. Additional information was received on 24dec2025: the patient was in stable condition.